Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that customer was unable to performed self test. The insulin pump had clip when she slip it on she thinks one of the belt railings are broke on the clip the part that slides on clip broke. The insulin pump was bumped. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will not be returned for analysis.